Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that there was loss of capture due to dislodgement of the right ventricular (rv) lead. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.